Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I had all pregnancy symptoms but no baby"). Essure was removed. At the time of the report, the medical device removal and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: feeling abnormal and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Event medical device removal was added. Reporter was added. Product tab and references were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.